Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had concerns due to a bend in the black power cable. No open areas were visible. Log files were sent for review. The event log captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended. There was no voltage advisories noted due to the bend in the power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black cable being bent was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis. The provided log files did not capture any atypical events, and the pump operated as intended throughout the data. Questions regarding the event were asked multiple times and no responses were received. Available information for this event indicates that the controller remains in use. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.